Event description:
The fe reported that the system exhibited frame grabber error during system boot up. This error prevented the system from booting to a usable state. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The frame grabber board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.